Event description:
A malfunction alarm was reported by the customer with the code malf 8. There was no reported impact to the customer¿s blood glucose level. The customer did not provide an alternate method of insulin therapy.